Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction that may have caused, or contributed to the customer's high blood glucose levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequency, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if blood glucose levels remain high for four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. In addition, the customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. Without the pod returned for investigation, no conclusion can be drawn as to whether the device may have been a contributing factor to the customer's high blood glucose levels.

Event description:
The report indicated that the customer's blood glucose levels remained consistently high (267-421 mg/dl) for nearly a 24-hour period after the pod was applied. As a result, he was taken to the hospital where he was admitted and placed "on an insulin drip for a hyperglycemic event." The cannula was reportedly kinked, though no pod alarm was initiated. Despite a correction bolus having been administered, his blood glucose levels still remained high over the following four hours. His healthcare provider advised that he check to see if his "settings need to be adjusted'; he is seeking assistance from a csm for this issue. Upon returning home from the hospital, a new pod was applied. The subject pod will not be returned for evaluation.